Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, one side of the cadiere forceps broke off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained additional information. The instrument was inspected prior to use and there was no damage to the instrument. The jaw was not dislodged prior to use. One side of the completely jaw broke off prior to the start of surgery - no pieces were missing. Scrub tech was closing robotic arm jaw prior to surgery start. The instrument did not collide with other instruments. The instrument broke prior to the start of the procedure. There was no injury to the patient. The procedure was completed with the use of a new robotic arm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a broken grip tip at the base of grip. A piece approximately 0.6485" x 0.203" was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis.